Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. The rv pacing impedance was steady near 400 ohms until (B)(6) 2016 when it increased to greater than 600 ohms. Concomitant products: 5076-52 lead; implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced syncope when their right ventricular (rv) lead exhibited high impedance with loss of capture and their right atrial (ra) lead exhibited high impedance. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.